Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in hospital for dizziness. Upon interrogation, high threshold was noted on the right ventricular lead. Programming changes were made. Patient presented for a follow-up post-programming changes and was asymptomatic.